Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-jan-2023. H6: investigation summary a device history review was conducted for lot number 2164398. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally a sample was returned to aid in our investigation. Functional testing of the device was able to detect a breach in the catheter tubing located close to the adapter head. This nonconformance has been confirmed. The catheter tubing was removed and dissected. Our engineers were able to identify skiving damage to the interior of the tube, which directly lead to the observed breach. Skiving damage is indicative of contact with the needle tip when the needle is being threaded through the tubing. This can occur during assembly under specific circumstances, or during use of the device if the needle is partially retracted and reinserted. To mitigate occurrences of skiving damage our manufacturing process implements automated inspection sensors, manual in-process inspections, set-up requirements specific to machine alignment, and regular preventative maintenance. A review of the control documentation was conducted and no instances of damage, misalignment, or other abnormalities in the process were observed that would allow our engineers to associate the root cause for this event with the manufacturing process. H3 other text : see h10.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 24 ga 0.75 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: after establishing a peripheral route, the hcp found blood leaking from the root of nexiva that had been placed for a patient.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 24 ga 0.75 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: after establishing a peripheral route, the hcp found blood leaking from the root of nexiva that had been placed for a patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.